Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device pulled through after the tamping step, with the balloon fully inflated. "Shortly" after the device pulled through, a hematoma less than 6cm in size was noted. Manual compression was applied for 1 hour. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The device as received had a balloon with a severely inverted tip. The inverted balloon indicates significant tension was applied during pull back. The device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and the balloon was verified to be within specification based on the information received and the investigation performed, the root cause of the reported device pull through could have been from significant tension during pull back (evidenced by balloon tip inversion). Over tensioning the device when pulling back the catheter can cause the balloon to pull through the arteriotomy. The review of the lhr (lot f1325902) indicated that the device lot met all established performance criteria prior to shipment.